Event description:
It was reported that the patient received a vibratory alert for high impedance. Upon device interrogation, high impedance was reproducible. Noise was also noted. Lead to be revised.

Manufacturer narrative:
No medwatch form was received.